Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; review of the reported event by a health care professional found: during the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This device is used for treatment. Part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: denmark. G2: literature - holm, c. E., bömers, j. P., villadsen, a., & petersen, m. M. (2025). Evaluation of zimmer® segmental distal femur mega-prostheses: patient survival, surgical outcomes and functional outcome. Journal of bone oncology, 55, 100722. Https://doi.org/10.1016/j.jbo.2025.100722. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ femur.

Event description:
It was reported in a journal article that a retrospective study from denmark was conducted. The purpose of the study was to evaluate the use of zimmer® segmental mega-prosthesis for reconstruction of the distal femur, following the resection of bone malignancies and aggressive benign bone tumors. The study reviewed 59 consecutive patients who underwent reconstructions of the distal femur due to malignant bone lesions (n = 51) or aggressive benign bone tumors (n = 8) from 2017 to 2022 at (B)(6) in copenhagen. All patients underwent primary (n = 53) or secondary resection (n = 6) of the distal femur and reconstruction with the zimmer® segmental mega-prostheses system. The study population had a mean age of 58 years at time of surgery (range, 17-86); (24 males/35 females). Mean follow-up for all patients was three years (range: 1 day¿8 years). Of note, for the purpose of analysis "revision" meant any unplanned implant related surgical intervention and "major revision" indicated removal of bone anchored implants or amputation. The author reported one patient experienced a deep infection requiring amputation at one year post-op after failed two-stage surgery attempt. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
It was reported in a journal article that one patient experienced a deep infection requiring amputation at one year post-op after a failed two-stage surgery attempt. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, d2b, g1, g3, g6, h1, h2, and h11. Corrected: b5, h6.